Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer cleared the alarm but it started again. Customer was not trying to deliver a bolus or change the infusion set. Customer's blood glucose level was 246 mg/dl. Customer was advised to push insulin slowing through the tubing. Customer reported that the insulin did not exit and there was greater than normal resistance with the plunger push. Customer was advised to replace the infusion set and reservoir. Customer was using novolog insulin. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.